Event description:
Technician alleged casters rotate to the side when the brake is set and the bed is pushed. The casters on this bed do not lock properly. Technician replaced 4 brake casters to resolve.